Event description:
A customer reported that their AED's battery was depleted. When tested with a spare battery pack, the AED powered on and prompted a service code. The customer did not report this occurring during patient use.

Manufacturer narrative:
The customer initially reported their AED battery pack was depleted and the AED would not power on. The log files from the AED could not confirm the reported issue. On (B)(6) 2022 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6) 2022 when the battery pack was ejected from the AED. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2025 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.